Manufacturer narrative:
It was reported that the sterile packaging of the coils were found open after it had been received, stored in lab, and prior to use. The involved devices included: micrusphere xl platinum microcoil 5mm x 14cm (ssr10051420/c13601), micrusphere xl platinum microcoil 5mm x 14cm (ssr10051420/c18443), micrusphere xl platinum microcoil 5mm x 10cm (ssr10051020/c17697), micrusphere xl 18 system platinum microcoil 9mm x 27cm (ssr18092720/c16449), micrusphere xl 18 system platinum microcoil 13mm x 34cm (ssr18133420/c17292). It was reported that items are taken from the distributor¿s office on a case to case basis. After the case, items are brought back to the distributor office and stored in the lab under ac. The actual products were not damaged. The returned shipping box contained a moldy odor upon opening. Analysis of the returned devices found the external product box surface was damaged from compression, tears, and foreign material. The print had areas of bleeding and the box edges showed a cotton-like appearance which is normally indicative of moisture damage. The inner pouch was opened on the chevron side of the seal. The most likely contributing factors to the external boxes damage and the inner pouches sterile seal found open was due to in-transit, handling, storage, and environmental issues of an undetermined origin. There is no indication that this damage occurred at the manufacturing facility as all pouches and boxes are inspected during final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis, it appears that handling and storage conditions impacted the events. A risk assessment has been completed to evaluate this issue with an investigation initiated under the corrective and preventative action system. This is 1 of 5 reports associated with sr (B)(6).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 5 reports associated with (B)(4). Concomitant medical products and therapy dates: micrusphere xl platinum microcoil 5mm x 14cm (ssr10051420/c13601); micrusphere xl platinum microcoil 5mm x 14cm (ssr10051420/c18443); micrusphere xl platinum microcoil 5mm x 10cm (ssr10051020/c17697); micrusphere xl 18 system platinum microcoil 9mm x 27cm (ssr18092720/c16449); micrusphere xl 18 system platinum microcoil 13mm x 34cm (ssr18133420/c17292).

Event description:
The sterile packaging of the coils was found open after it had been received, stored in lab, and prior to use: micrusphere xl platinum microcoil 5mm x 14cm (ssr10051420/c13601); micrusphere xl platinum microcoil 5mm x 14cm (ssr10051420/c18443); micrusphere xl platinum microcoil 5mm x 10cm (ssr10051020/c17697); micrusphere xl 18 system platinum microcoil 9mm x 27cm (ssr18092720/c16449); micrusphere xl 18 system platinum microcoil 13mm x 34cm (ssr18133420/c17292). Items are taken from the distributor¿s office on a case to case basis. After the case, items are brought back to the distributor office and stored in the lab under (B)(4). The actual products were not damaged.